Event description:
Revision surgery - due to the patient feeling pain and a pop in her hip while taking the first steps after surgery. X-rays showed subsidence of the stem with a femoral shaft fracture. The surgeon decided to take the stem out and replace it with cables and a cemented foundation stem.

Manufacturer narrative:
The reason for this revision was due to subsidence of the stem with a periprosthetic or fractured bone around the stem. This occured 3 days after the primary surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. The ncmr was related to the documentation nonconformance of the air gage, it was not signed off at op 20, and the affected parts were reworked. This ncmr pertains to inspection of the taper, and would not have contributed to this event. A review of the product complaint report history showed there are (B)(4) prior complaints on part number 425-01-010, femoral hip stem, related to pain, device loosening, fit and trauma. The root cause for the subsided hip stem was most likely due to periprosthetic or fractured bone around the stem. Periprosthetic fractures can be a result of poor bone quality, over-lateralizing the broach, excessive impaction force and/or depth, or an intra-operative fracture. No information is available about patient bone condition, operating procedure, or other factors that could have contributed to the above event. There are no indications of a product or process issue affecting implant safety or effectiveness.